Event description:
Rep reports that patient was brought to the or for a shunt revision and when the valve was explanted, the doctor noticed that the siphonguard had been partially separated from the valve housing.

Manufacturer narrative:
It has been communicated by the sales rep, that the device is not available for evaluation. Since a lot number has been provided, codman will conduct a review of the device history records. We anticipate that the review will reveal that the device conformed to all testing/manufacturing specifications. If anything otherwise is noted, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.